Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to check the external alarm on the user control board. The external alarm is the source of the brake not set alarm. Per the progress user manual: the brake not set is an audible and visual alarm. The alarm will sound, and a message will show on the gci, when the bed is connected to an ac power source and the brake is not set. When the bed is connected to ac power and the brakes are not set, an alarm sounds and a message shows on the gci. When ac power is removed, the alarm will stop and the gci will turn off. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the bed had no audible alarms. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).